Event description:
It was reported that revision surgery was performed due to the breakage of the femoral stem. The device was replaced with a similar device. The patient expired two days following the revision surgery due to unrelated causes.